Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two (2) complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: squeeze the trigger firmly until it stops. As the trigger is closed, the clip is held by the jaws and closes around the tissue or vessel. Note: failure to completely close the trigger could result in incomplete clip closure and possibly compromise hemostasis. If trigger is only partially closed, a new clip may not load upon opening. In this case the trigger should be fully closed and opened to load the next clip. This issue will continue to be monitored through the complaint system to assure patient safety. Note: this report is being resubmitted following an unsuccessful submission attempt on 27jul21 due to a system error.

Event description:
Additional information was received on 3jul21. Although originally reported as the 530, elc reflex stapler, staple misfired during an unknown procedure on (B)(6) 2020, additional information received now indicates the 530 clip crossed when it was fired. There was no report of patient impact or injury. No other information was made available. This new information now meets the criteria for a reportable event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.